Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was reported that the procedure was completed with the subject device. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Based on the past similar case, it is surmised that the elevator wire was frayed due to fatigue fracture by repeated stress. It was surmised that the user attached the distal cover to the distal end of the subject device with the elevator wire fraying and it resulted in the reported event. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The instruction manual of the device has already warned as follows; the elevator wire at the distal end is any damage (broken, frayed, or bent), not only the equipment does not function properly but also the broken elevator wire may compromise patient, operator, or other medical personnel safety. When attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device was used for the patient on (B)(6), after that the user facility returned the subject device to olympus for repair because the elevator wire of the subject device was frayed. Other detailed information such as when the frayed elevator wire occurred was not provided from the user facility. On (B)(6) 2019, the user facility commented that the frayed elevator wire was sticking out from the distal cover of the subject device when the user facility found the frayed elevator wire. Olympus wasn¿t aware of the information in (B)(6) 2019. There was no report of patient injury associated with the event.